Event description:
Boston scientific received information that this left ventricular lead displayed pacing impedances of greater than 2000 ohms. Sensing and capture were unable to be obtained. The health care professional (hcp) reported that they had been monitoring the lead for high pacing impedances for approximately six weeks prior. A chest x-ray was performed and was normal. An echocardiogram revealed that the patient had an ejection fraction of 40%. The patient had reported not feeling well. The patient was to be seen by their cardiologist at a later date. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.